Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. No failed battery test noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 was confirmed in the pump history due to broken pin 6 trace on keypad assembly. Pump error 53 found in the pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The customer stated that the device was not making any sound when alarming. The audio issue was confirmed. The device alarmed hardware low level failure and software error detected during self-test. The customer stated that they kept receiving failed battery alarms after battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.